Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall that prevented the needle's deployment by the end of the priming sequence. The device was reset and rerun, and the rerun data presented an 0x5c alarm as well as timeouts and a drive stall. Manual rotation of the tube nut was met with high resistance. Streaks of brass were observed on the leadscrew, indicating interference between the tube nut and leadscrew. This interference between the tube nut and leadscrew resulted in the needle's failure to deploy.